Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user pressed and held the delivery button and approximately 60 units of insulin expelled while insulin was observed leaking from the bottom of the ilet despite a tight luer connector; the user rewound the device and completed the supply change with a replacement cartridge, after which insulin delivery resumed and blood glucose was reportedly unaffected. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed evidence consistent with leakage at or near the fluid path during priming or rewind that resolved after repeating the rewind and replacing the cartridge and reconnection. It was concluded that the event involved a device leak associated with the fluid connection, with normal function restored after corrective user actions.